Event description:
It was reported that the patient experienced an implant of an artificial urinary sphincter(aus) device after having an advance sling procedure. The patient's condition had improved but the patient wanted to be fully dry. A patient outcome was not reported.